Event description:
User facility reports haptic broke and wound was widened to remove lens.

Manufacturer narrative:
The original report stated that the haptic was broken "during insertion", therefore this is a user error. The evaluation confirmed one broken haptic in the gusset area. No similar complaints have been received in this lot.